Manufacturer narrative:
H3: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due faulty main board. As a result, the main board was replaced. The device passed all functional testing after repair.

Event description:
It was reported that the pump exhibited a force sensor bridge test upon power-up. There was no patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.